Manufacturer narrative:
Product event summary #reviewed and confirmed / updated rfr, hazard, cause and psc codes. Follow-up was not conducted because the initial information provided was sufficient to evaluate and investigate because the rep provided all information in the initial complaint. The 3389s lead remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required. The event was reviewed for previous investigations and it met the inclusion criteria for previous investigation (B)(4) dbs lead cap - connector block twisting resulting in lead damage. Event was removed from (B)(4) per instruction of CAPA owner, as this is already being investigated in CAPA (B)(4). The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. Event was associated to a formal investigation. Concomitant medical products: product ID 37603, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Event description:
It was reported when the left lead was accessed during a procedure and the set screw holding the end cap in place was unscrewed, but the lead would not slide out. The end cap was dissected down to the block, which appeared to have twisted, to get the lead out. At the (B)(6) 2012 lead placement procedure, the ¿blue¿ set screw had been used to tighten. The patient status at the time of this reported was ¿alive - no injury/no adverse event.¿ the healthcare provider was able to get the lead out and there were no patient symptoms/injuries related to this event.